Manufacturer narrative:
(B)(4). The event was medically confirmed by the healthcare professional. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for peritonitis. The patient was treated with injection vancomycin (2g; route, frequency, and duration not reported) for peritonitis. The cause of the event, action taken with dianeal therapy, and patient outcome were unknown. No additional information is available.